Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Investigation result: a visual examination of the complaint device revealed that the device did not have any visual defects. Functional analysis was performed, and the balloon was inflated; however, a leak was found due to a pinhole found on the ro marker near the proximal bond of the balloon. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two hurricane rx dilation balloons used during the same procedure. It was reported to boston scientific corporation that the two hurricane rx dilation balloons were used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the balloon would not be inflated as desired. Reportedly, they used a second hurricane rx dilation balloons and the same event occurred. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of the event. Investigation results found a pinhole in the balloon; now this is an MDR reportable event.